Manufacturer narrative:
Correction section b5 : typographical error made at the event description for "far r oversensing" and corrected to far "p-wave oversensing".

Event description:
Correction : it was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's implantable cardiac monitor (icm) had far p-wave oversensing and post-sensed t-wave oversensing. Programming changes were recommended. No patient symptoms or intervention was reported.

Event description:
New information received noted the patient's implantable cardiac monitor (icm) had far p-wave oversensing. Programming changes were recommended. No patient symptoms or intervention was reported.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's implantable cardiac monitor (icm) had far r oversensing and post-sensed t-wave oversensing. Programming changes were recommended. No patient symptoms or intervention was reported.